Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15382. It was reported the patient experiences ineffective stimulation. The patient met with her physician and x-rays were ordered. The patient is to consult with her physician again as the next course of action.